Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis, reported as a pd infection. The breach in aseptic technique was further described as due to improper operation. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with an unspecified drug infusion for the event (no further details). At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.